Event description:
It was reported that the device was used during a laparoscopic gastric bypass. It was reported that the trocar seals tore during the case causing the surgeon to lose co2, pressure, and made the case difficult to complete. The surgeon continued the case with defective trocars, but was very upset about this. Ms512 seal also split during the case causing further gas leakage.